Manufacturer narrative:
The single sterrad velocity¿ bi was returned for visual inspection. The bi was observed as activated with a depressed cap, shattered ampoule, and residual liquid purple media dispersed throughout the vial. The spore disc was observed visibly saturated and in an initial state of disintegration in the bottom of the vial. The reason for the complaint and return was not confirmed through visual analysis. Asp complaint ref #: (B)(4).

Manufacturer narrative:
H3: asp investigation summary: the investigation included a review of the device batch history record, trending analysis of the lot number, system risk analysis (sra), retains testing, and visual analysis. ¿ trending analysis of the lot number was reviewed from the manufactured date to the event date, and no significant trend was observed. ¿ review of risk documentation shows the risk for exposure to biohazardous, pathogenic or infectious material to be "low." The assignable cause of the suspected positive bi may be attributed to user error in not removing the tape from the growth reservoir prior to placing the bi in the reader. The customer was advised to follow the facility policies and procedures regarding the released load, and the customer was retrained on the correct procedure as per the sterrad velocity¿ bi instructions for use: ¿remove any tape from the growth reservoir prior to placing the bi in the reader. The tape will obstruct the fluorescence detection causing misleading results.¿ asp will continue to track and trend this issue. Asp complaint ref #: (B)(4).

Event description:
A customer reported a suspect positive result with a sterrad velocity¿ biological indicator (bi) after a completed sterrad cycle. The load was released and used on patients before the bi result was determined. There was no report of infection, injury or harm to patients associated with this event. Although there is no report of patient injury or harm and no prior incidents have resulted in serious adverse event, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, asp has decided to report all incidents of suspected positive sterrad velocity¿ bi when the load has been released and used on patients prior to reprocessing.

Manufacturer narrative:
Initial reporter phone number: (B)(6). Medical device problem code - 3191 appropriate term/code not available: suspect positive bi, load not recalled. The batch history record was reviewed for the sterrad velocity¿ bi, and test specifications for product release were met. No issues were observed that would contribute to this event. Twenty-two retains bis were subject to functional evaluation. All twenty-two bis met specification. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by advanced sterilization products, or its employees that the report constitutes an admission that the product, advanced sterilization products, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Asp complaint ref #: (B)(4).